Manufacturer narrative:
Internal report (B)(4). Product not yet returned for eval.

Manufacturer narrative:
Internal report#: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results via nurse. Expected blood glucose test results not disclosed. Customer sought medical intervention and went to the emergency room after receiving 200mg/dl difference in test results when comparing trueresult meter to quinlet meter per nurse's advice. Storage of test strips not verified. Test strip lot MFR's expiration date is (B)(6) 2017 and open vial date not verified. Recall test results performed fasting / non-fasting from meter memory: 188mg/dl , (B)(6) 2015, 02:41am; 94 mg/dl, (B)(6)2015, 02/17/am; 220mg/dl, (B)(6) 2015, 01:21am; 90 mg/dl, (B)(6) 2015, 10:13pm; 74 mg/dl, (B)(6) 2015, 09:58am.